Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported positioning failure (inability to grasp) appears to be related to the combination of patient anatomy (hardening valve) and procedural conditions. The reported unspecified tissue injury was the cascading effects of the reported positioning failure. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were difficult to grasp. The cds was retracted to the left atrium (la) and readjusted then advanced again. The leaflets were easier to grasp however the posterior leaflet slipped out and damage to the leaflet was noted on the lateral side of the clip. The cds was removed without issue. An xtw clip was implanted as treatment for the leaflet damage, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.